Event description:
Hi, I wanted to report a product that is currently on the FDA eua appendix a list for authorized respirators. It is the kn95 masks from guangzhou powecom labor industries (www.powecom.com) the powecom site now has an authorized us distributor (B)(4) who is selling their masks with their anti-fake stickers. A few people including myself on an online form have been testing these legit sourced masks using the simple water test and the masks bead/leak water almost immediately. I am recommending the FDA/cdc take a look at this supplier again and consider removing them from the eua appendix a list much like (B)(4) has done recently. The quality seems inferior to what they are selling now or what was tested by the cdc in previous months. Thank you for everything you are doing for the public. FDA safety report ID# (B)(4).